Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they getting allergic reaction with tape and went to doctor. Customer's blood glucose level was unknown at the time of event. Customer was treated with nasal spray. Customer sated that they had rash and itching. Customer declined to troubleshoot. The sensor will not be returned for analysis.